Manufacturer narrative:
Clarification to h10 related report numbers: due to a misunderstanding from the healthcare professional's office, capsular contracture was reported for the device in this record. It has been clarified that the device in this record was implanted on (B)(6) 2024 and explanted on (B)(6) 2024 as part of an implant exchange with no complaint against the device. The capsular contracture report only relates to the device submitted under mrn 9617229-2025-09067. Additional, changed, and/or corrected data: b2, b5, h6, h11.

Event description:
Healthcare professional reported right side implant exchange with no complaint against the device. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture (grade unknown). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to h10 related report numbers: 9617229-2025-09067 reflects the replacement device for device on record due to another contracture.

Event description:
Healthcare professional reported capsular contracture (grade unknown). This record is for the right side. The device was explanted and replaced.